Event description:
Patient undergoing right total knee arthroplasty. During procedure 1/8" peg drill bit broke. Tip (approximately 1" long) retrieved from surgical site. 2nd drill bit was obtained and used to complete procedure. No injury to patient.